Event description:
The customer reported nav-ring failure. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date received by manufacturer: 16sep2019. Date of report: 17sep2019. The customer reported that the navigation ring malfunctioned and that the top cover was cracked. The manufacturer¿s international service technician provided remote support to the customer. The service technician ordered the required front bezel and top cover for the customer to complete the replacements. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav-ring failure. The device was not in use at the time of the reported event.